Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device did not function and stopped by itself. It was observed that the housing was cracked/damaged. It was further determined that the device failed pretest for function ¿ test and saw ¿ test. It was noted in the service order that the device was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device stopping by itself, identified during service and evaluation was confirmed. However, an assignable root cause was not established. UDI: (B)(4).